Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed through the event history log, but did not reproduce, the air in line failure. The device was operating out of specification. Eval found the ultrasonic readings were low which would cause the pump to be more sensitive to air in line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump had an air in line sensor failure. It was also reported that there was no pt incident.